Event description:
It was reported that the customer was treated by paramedics for hypoglycemia, with a blood glucose reading of 42 mg/dl. Troubleshooting was performed. No alarms were present and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.